Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted in 07-mar-2019. This supplemental emdr was submitted to report the date of event provided in the amended legal claim. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges patient experienced emotional distress. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained unspecified injuries on (B)(6) 2015. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ the patient had also experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges patient experienced emotional distress.